Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products.

Manufacturer narrative:
In the initial medwatch report inadvertently reflects a date of death. This report corresponds to a serious injury reportable event so a date of death should not have been reported in the initial medwatch report. Therefore, this follow-up serves as a correction. This is one of three device reports that are associated with this event; the associated manufacturer report numbers associated with this event are 1225714-2014-15807, 1225714-2014-15808, and 2937457-2014-03610. The other manufacturer report numbers that are associated with this patient are 1225714-2014-15809, 1225714-2014-15810, and 2937457-2014-03611. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.